Event description:
Provider alleged unit alarming, replaced pilot valve. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes. Key failure: pilot valve defect caused alarming. Additional malfunctions: 4 way valve leaking, sieve beds saturated.